Event description:
Same as tw (B)(4). It was reported that the patient experienced stable angina pectoris requiring treatment. In (B)(6) 2023, the subject presented with stable angina, silent ischemia and was referred for cardiac catheterization. The target lesion 1 was located in the proximal right coronary artery (rca) extending up to distal right coronary artery (rca) with 100% stenosis and was 108 mm long, with a reference vessel diameter of 3.0 mm. The target lesion 1 was treated with pre-dilatation and placement of 2.25 mm x 12 mm, 2.75 mm x 38 mm and 3.00 mm x 38 mm synergy stent systems. Following post-dilatation, the residual stenosis was noted to be 0%. The target lesion 2 was located in the first right posterolateral branch (rpl) with 100% stenosis and was 14 mm long, with a reference vessel diameter of 2.25 mm. The target lesion 2 was treated with pre-dilatation and placement of 2.25 mm x 16 mm synergy stent system with residual stenosis of 0%. Post-dilatation was not performed. Eight days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2025, the subject was diagnosed with stable angina pectoris and was hospitalized on the same day for further evaluation and treatment. At the time of event, the subject was on aspirin and clopidogrel. The subject was referred for coronary angiography which revealed 100% stenosis noted in proximal right coronary artery (rca) extending up to distal right coronary artery (rca) which had previously placed study device was treated with percutaneous coronary intervention, target vessel revascularization (tvr). Post intervention residual stenosis was noted to be 0%. Additionally, non-target vessel revascularization was performed, and medication was given to treat the event. Seven days later, the subject was discharged from the hospital. At the time of reporting, the event was considered to be recovering/resolving.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).